Event description:
Reportedly after the nc trek was prepped per the instructions for use, the nc trek balloon dilatation catheter was intended for post-dilatation of a successfully placed drug eluting stent via femoral access; however, due to high resistance of the nc trek delivery system, the balloon catheter could not be placed or advanced at all over the placed guide wire. The nc trek balloon was therefore not used and was replaced by another one in order to finish post-dilatation over the same guide wire. There were no adverse patient effects or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis and the reported difficulty inserting the guide wire was confirmed. Analysis noted the inner member and outer member were collapsed which prevented the guide wire from advancing. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the possible cause for the failure mode was a result of difficulty in removing the balloons protective sheath. The data suggested a possible product deficiency, which requires procedural changes to optimize the process in manufacturing. Effectiveness checks will be put in place to monitor the effectiveness of the implemented corrective and preventative actions.